Manufacturer narrative:
Additional patient data was provided and additional discrepant results for 10 patient samples were identified for na and potassium (k). Patients 1-9 were provided on the initial report. Patients 10 - 20 are the additional patient data. Patient 10 had an initial na result of 147 mmol/l. The repeat result was 139.42 mmol/l. Patient 11 had an initial na result of 139 mmol/l. The repeat result was 151.42 mmol/l. Patient 12 had an initial na result of 151.13 mmol/l. The repeat result was 142 mmol/l. Patient 12 also had discrepant k results of 5.0 mmol/l with a repeat of 4.74 mmol/l. Patient 13 had an initial na result of 147 mmol/l. The repeat result was 134 mmol/l. Patient 14 had an initial na result of 141 mmol/l. The repeat result was 150.26 mmol/l. Patient 14 also had discrepant k result of 4.0 mmol/l with a repeat of 3.83 mmol/l. Patient 15 had an initial na result of 147 mmol/l. The repeat result was 141 mmol/l. Patient 16 had an initial na result of 143 mmol/l. The repeat result was 151.52 mmol/l. Patient 17 had an initial na result of 147 mmol/l. The repeat result was 142.7 mmol/l. Patient 18 had an initial na result of 147 mmol/l. The repeat result was 142.7 mmol/l. Patient 19 had an initial na result of 149 mmol/l. The repeat result was 143 mmol/l. Patient 20 had an initial na result of 149 mmol/l. The repeat result was 139.8 mmol/l. The field service representative (fsr) visited the customer site and performed preventive maintenance. After the maintenance visit, the customer has not complained of any further issues. The investigation was unable to determine a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially complained of high sodium (na) results for 5 patient samples tested on a cobas 6000 c (501) module. Discrepant chloride (cl) results were also identified for 1 of the 5 patient samples. Patient 1 initial na result was 150.26 mmol/l. The repeat result was 141 mmol/l. Patient 2 initial na result was 151.52 mmol/l. The repeat result was 143 mmol/l. Patient 3 initial na result was 151.13 mmol/l. The repeat result was 142 mmol/l. Patient 4 initial na result was 151.42 mmol/l. The repeat result was 138.91 mmol/l. On (B)(6) 2018 patient 5 initial na result was 157.74 mmol/l. The sample was repeated twice with results of 133.84 mmol/l and 135.70 mmol/l. This patient also had an initial cl result of 77.81 (unit of measure not provided). The repeat results were 95.01 and 95.52. The incorrect results for these 5 patients were not reported outside of the laboratory. There was no allegation that an adverse event occurred. Qc results were acceptable. The electrode lot numbers and expiration dates were not provided. After the initial point of contact, the customer provided data for 112 additional patient samples where repeat testing was completed and corrections to results had to be made. Based on the data provided, the results for 9 patient samples were discrepant. Refer to attached data for these results.